Manufacturer narrative:
Follow-up #1: date of submission: 12/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: a review of the pump black box showed one pump reboot associated with a battery change on (B)(6) 2016. The battery compartment and battery cap were undamaged and the cap was able to fit securely with no reboots occurring. During investigation, the ez-prime steps were performed correctly and the pump was exercised for 24 hours with no power interruption occurring during testing. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board or cgm module. The complaint of a no power issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. It was alleged that the pump had no power. Reportedly, there was no damage to the battery compartment or battery cap and no moisture was observed. The yellow o-ring was not visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.